Event description:
It was reported that the power cord on the rover is frayed and there are exposed inner wires. There was no patient involvement and no adverse consequences associated with the device. The service technician replaced the power cord and returned the unit to service.